Event description:
Procedure: gastrectomy. According to the reporter: the knife blade broke off from the dlu and staples did not form properly. Another sulu was applied and additional tissue was resected.

Manufacturer narrative:
(B)(4)